Manufacturer narrative:
The device was received for evaluation. Evaluation duplicated the reported symptom while attempting to perform the downstream occlusion sensor test. The downstream occlusion sensor test failed at the first instruction of ¿remove any syringes or fixtures, open the barrel clamp, and press continue.¿ evaluation determined the clutch sensor harness is the failing component. The clutch sensor harness requires replacement to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed clutch sensor harness. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed downstream occlusion testing during preventative maintenance testing. It was observed that the occlusion alarm took too long to alarm on the unit. There was no patient involvement. No additional information is available.